Event description:
It was reported the right ventricular lead exhibited high impedance measurements and noise. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD)  (B)(6) 2013; 6940 implantable tachy lead (B)(6) 1999. (B)(4).